Event description:
I was returning from lunch when my co-worker called for my assistance. She was in the drawing room with a pt. And could not remove the needle from her arm. I could not remove it either. Most of the needle was out, but the bevel was stuck. The patient said it was hurting. Another co-worker came to help, she took an alcohol prep and removed the blood and worked the needle as I was on the other side slowly and carefully working the tip of the needle out. Doing this motion helped and the needle gently slipped out and the patient was relieved and free of discomfort. I then cleaned the area with an alcohol pad. Nothing seemed to be in the site. After the site was cared for, I drew the lab work that the patient needed.